Manufacturer narrative:
(B)(4). Concomitant medical products: associated item number 010000662, item name g7 pps ltd acet shell 50d, lot # 3423437; associated item number 010000848, item name g7 neutral e1 liner 32mm d, lot # 3309813; associated item number 650-1065, item name cer option type 1 tpr sleve -3, lot # 904030. Reported event was confirmed due to review of provided medical records and/or patient x-rays. DHR was reviewed and no related manufacturing deviations or anomalies were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient was re-revised due to recurrent periprosthetic fracture. No further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Item and lot number of implant in this event are unknown. Item, lot number, manufacturing date and expiry date and 510k details reported in the initial MDR are not related to this event. Reported event was confirmed by review of revision op notes. 2 weeks s/p patient presented with distal periprosthetic fracture of the tip of the stem. The stem from the previous revision appeared to be well fixed and well positioned. Revision arthroplasty performed with cable fixation, revision stem and head/neck, with placement of antibiotic beads for prophylaxis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.